Event description:
It was reported that right ventricular (rv) lead exhibited high pacing impedance and high thresholds due to possible fracture. Chest x-ray was performed and was inconclusive. The lead will be monitored. The patient is in stable condition.